Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of proteus mirabilis as m. Morganii or providencia when using phoenix panel nmic/ID-307 (449289) batch number 2256574. The customer did not return panels, phoenix generated lab reports or isolates for the investigation. To investigate, three (3) retention panels from the complaint batch 2256574 were tested using in house isolate proteus mirabilis enf 21198 on a phoenix m50 machine and evaluated for identification results. Next, three (3) retention panels from the complaint batch 2256574 were tested using qc isolate proteus mirabilis a29906 on a phoenix m50 machine and evaluated for identification results. All six (6) panels identified as proteus mirabilis, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
It was reported that while using the panel phoenix nmic/ID-307 that there was misidentification. The following information was provided by the initial reporter: customer problem: customer is reporting several misidentification with lot #2256574. P. Mirabilis is being identified as m. Morganii or providencia. Steps taken with customer/troubleshooting: customer initially states that this only occurs with patient samples. Samples are repeated by being inoculated to the appropriate media, starting their testing from the beginning. When repeated, the ID is still incorrect. Samples are usually sent out for testing to not cause further delays. Quantity received and quantity affected: tbd was this issue involving patient or nonpatient samples? This involved patient samples was there any patient impact? (Y/n) delayed patient results to physicians. Hazard, injury or erroneous results details did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): several instances of misidentifications 1. What result did the customer obtain from the bd product? P. Mirabilis. 2. What result was the customer expecting to obtain (if different from the obtained result) m. Morganii or providencia. 4. Was patient treatment changed as a consequence of the issue with results? Yes. Delayed patient result, as per the customer's remarks. No changes to treatment - just delayed results. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No. Customer is reporting several misidentification with lot #2256574. P. Mirabilis is being identified as m. Morganii or providencia.

Manufacturer narrative:
D.3 common device name: system, test, automated antimicrobial susceptibility. E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the panel phoenix nmic/ID-307 that there was misidentification. The following information was provided by the initial reporter: customer problem: customer is reporting several misidentification with lot #2256574. P. Mirabilis is being identified as m. Morganii or providencia. Steps taken with customer/troubleshooting: customer initially states that this only occurs with patient samples. Samples are repeated by being inoculated to the appropriate media, starting their testing from the beginning. When repeated, the ID is still incorrect. Samples are usually sent out for testing to not cause further delays. Quantity received and quantity affected: tbd. Was this issue involving patient or nonpatient samples? This involved patient samples. Was there any patient impact? (Y/n) delayed patient results to physicians. Hazard, injury or erroneous results details did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): several instances of misidentifications what result did the customer obtain from the bd product? P. Mirabilis. What result was the customer expecting to obtain (if different from the obtained result) m. Morganii or providencia. Was patient treatment changed as a consequence of the issue with results? Yes. Delayed patient result, as per the customer's remarks. No changes to treatment - just delayed results. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No. Customer is reporting several misidentification with lot #2256574. P. Mirabilis is being identified as m. Morganii or providencia.